Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device upgrade procedure, the output on the ventricular channel was no longer present when performing an atrial sense test. It was noted the new rv lead was tested and had in-range impedance and threshold values, but when reinserted into the header, the device exhibited no output. Programming changes were made. Patient left without any injury and the device was working appropriately.&#842;